Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The results of the testing could not confirm the customer's alleged malfunction. The device speaker produced audible sound. Based on the information available the repair facility was unable to confirm the reported problem. Although the speaker was confirmed to be functioning per specification during testing, it was reported there was no audible sound from the speaker at the time of the event. Therefore, the speaker was replaced. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported there was no sound coming from the unit. The device was in clinical use, there was no adverse event reported.